Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the lipid line continued to alarm with the error message "occluded-patient side." The rn flushed the line which was patent and ensured no occlusions in tubing. The infusion was programmed to infuse for 12 hours however due to the occlusion issues the rn was given approval to end the infusion 2 hours sooner than ordered. The patient did not receive the ordered amount of lipids due to this event. There was no patient harm.

Manufacturer narrative:
The customer¿s report of multiple infusion pump occlusion alarms during a lipid infusion was neither confirmed nor replicated, although the filtered extension set was confirmed to be occluded. During inspection the tubing set was difficult to flush and did not drain via gravity without first using a syringe to partially clear the tubing and filter. Functional testing was performed; a slow consistent leak was observed on the filter from the upper vent hole. The cause of the occlusion was over-saturation of the filter membrane occurring during the 10 hours of exposure to the lipid infusate.

Event description:
The customer reported that the lipid line continued to alarm with the error message "occluded-patient side." The rn flushed the line which was patent and ensured no occlusions in tubing. The infusion was programmed to infuse for 12 hours however due to the occlusion issues the rn was given approval to end the infusion 2 hours sooner than ordered. The patient did not receive the ordered amount of lipids due to this event. There was no patient harm.

Event description:
The customer reported that the lipid line continued to alarm with the error message "occluded-patient side." The rn flushed the line which was patent and ensured no occlusions in tubing. The infusion was programmed to infuse for 12 hours however due to the occlusion issues the rn was given approval to end the infusion 2 hours sooner than ordered. The patient did not receive the ordered amount of lipids due to this event. There was no patient harm.

Manufacturer narrative:
(B)(4).